Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. As no lot number was provided, the device history records could not be reviewed. X-ray was received and will be part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4). Second revision case captured in cmp-(B)(4). Third revision case captured in cmp-(B)(4). (B)(4) complaint was captured under cmp-(B)(4).

Event description:
It was reported that the patient had a revision surgery approximately two years post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis could not be performed as neither specific event information nor the ref / lot numbers are available. Event summary: it was reported that the patient underwent initial surgery on 2002 (cls hip system). The femoral component was revised on 2004 due to unkown reasons. Again, the femoral component was revised to a revitan revision system on 2007 due to unkown reasons as well. The revitan proximal body disassociated from the revitan distal stem, subsequently, the patient was revised due to broken stem on (B)(6), 2018. Review of received data: an x-ray has been received januar 16, 2018, which shows the disassociated proximal revitan body, which was implanted during revision in 2007. Therefore, the x-ray does not indicate the reason for the revision in 2004. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation, as neither the products, the surgical report nor any other additional information were provided. Root cause analysis: due to significant lack of information, it is impossible to perform a meaningful selection of possible causes leading to a revision surgery. Conclusion summary it was reported that a patient was implanted in 2002 with a cls hip implant and revised in 2004 due to unknown reasons. The details of the event remain unknown. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).